Event description:
It was reported that prior to laparoscopic cholecystectomy, the generator started displaying error code 1 before the surgery. Esu was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
H3. Evaluation summary. It was reported that the generator is being returned to the international service and repair facility with error 1. The analysis site found that the unit boots up with error code 1 and replaced the main pcb to correct the issue. The generator was serviced, then burned in, functionally tested, and was found to operate properly. The unit passed all qa functional testing and was returned to the customer.